Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the inspiratory electronics printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable, while being used on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm.